Event description:
The doctor reported the implant was removed due to infection around 1 month after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. Local infection was reported during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.